Event description:
It was reported that this unknown implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead had an alert for high out of range shock impedances when they were trying to program the device to MRI mode. Additional information was requested for model and serial number, however were not able to be obtained due to covid. No adverse patient effects were reported.